Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that her daughter's insulin leaked into reservoir compartment and noticed that reservoir was cracked. Customer reported that all components were present and there were no pieces missing. Customer's blood glucose was 575 mg/dl and declined troubleshooting for high blood glucose. Troubleshooting was performed and reservoir will be returned for failure analysis.